Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
While using night aligners. The patient reported, "they are experiencing an allergic reaction to the aligners. Their lips dry out. Any drinks, including water, burn their lips really bad. And their gums stick to their teeth. As soon as, they stopped wearing the aligners for a couple of days, the pain stopped. The customer said, you can't see the reaction in a photo, so she didn't send any photos.